Manufacturer narrative:
B1, h2, h3, h6, h10 updated. Product investigation complete. The ams700 device was visually inspected and functionally tested. There was a leak in both cylinders that was the result of tool damage consistent with explant damage. Based on the determination that the damage is likely due to explant it is not considered a device malfunction, because it is a secondary failure. The pump failed deflation and valve deactivation. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. A pump malfunction was confirmed through functional testing. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient was unhappy with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new spectra penile prosthesis (spp) was implanted. It was also notified that there was no information regarding the previous surgery date and explanted device lot numbers. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the surgery was patient's choice. There were no device malfunctions associated with the explanted ipp. The patient did not experience any further adverse events and the patient was doing fine after the procedure. No more information available at the moment. Should additional information become available, it will be provided. Product investigation completed. The ipp device was visually inspected and functionally tested. There was a leak in both cylinders that was the result of tool damage consistent with explant damage. Based on the determination that the damage is likely due to explant it is not considered a device malfunction, because it is a secondary failure. The pump failed deflation and valve deactivation. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. A pump malfunction was confirmed through functional testing. No more information available at the moment. Should pertinent additional information become available, it will be provided.

Event description:
It was reported that the patient was unhappy with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new spectra penile prosthesis (spp) was implanted. It was also notified that there was no information regarding the previous surgery date and explanted device lot numbers. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the surgery was patient's choice. There were no device malfunctions associated with the explanted ipp. The patient did not experience any further adverse events and the patient was doing fine after the procedure. No more information available at the moment. Should additional information become available, it will be provided.